Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the attachment device ran ¿hot". There were no delays to the planned surgical procedure. It is unknown if a spare device was available for use. There was no reported patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.